Event description:
Non-delivery reported. A pump was set to deliver dobutamine in a 4mg/ml concentration (2880mg in 720ml) at 55.2mg/hr. The air alarm was set at low. On 3/5/99 at 1700, the caregivers for the pt called the home care agency to say that the pt was having shortness of breath; they then called for an ambulance. When the ambulance attendent worked with the pt, it was said to the caregiver that the "pump was not running." It is unk if the pump gave any alarms. The pt was taken to the hosp and subsequently expired at 0200 on 03/06/99. No info was available about or from the hosp regarding therapy given at the facility. The agency nurse went to pick up the pump from the pt's home several days after the event and found that the canvas bag was soaked and the pump was running at the prescribed settings. The nurse turned the pump off at that time. The home care customer contact states that it is "unk if the pump problem caused the pt's death." No further info, including ambulance service report, was available.